Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty removing the device, separation, removal of foreign body and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. A2: patient age corrected from 50 years old to 56 years old.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery (prca). The 5.0x12mm nc trek rx balloon dilatation catheter (bdc) met resistance with the the guiding catheter on removal and the shaft separated. The separated portion was retrieved by balloon trapping. There was no reported adverse patient sequela. Subsequent to the initially filed report, the following information was provided: the access site was the right radial artery. While pre-dilating the vessel, the balloon snapped. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery (prca). The 5.0x12mm nc trek rx balloon dilatation catheter (bdc) met resistance with the the guiding catheter on removal and the shaft separated. The separated portion was retrieved by balloon trapping. There was no reported adverse patient sequela. No additional information was provided.